Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified left anterior descending artery. During advancement of a ht balance middleweight universal ii guide wire (gw) it became stuck with a non-abbott guide catheter (gc). It was decided to pull the device for removal altogether along with the gc. Once outside of the anatomy, it was noted that the gw became separated in two pieces within the guiding catheter. The procedure had completed and no further intervention was performed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported material separation was confirmed. The reported difficulty to advance/position and remove was unable to be confirmed due to the guide wire separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use. The investigation determined the reported difficulties appear to be related to operational circumstances of the procedure. The noted bend on the shaping ribbon is consistent with the tip shape process during preparation of the guide wire prior to use. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified left anterior descending artery. During advancement of a ht balance middleweight universal ii guide wire (gw) it became stuck with a non-abbott intravascular ultrasound catheter (ivus). It was decided to pull the device for removal altogether along with the ivus catheter. Once outside of the anatomy, it was noted that the gw became separated in two pieces within the guiding catheter. The procedure had completed and no further intervention was performed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.